Event description:
Sensormedics vmax 229 pulmonary function system consistently underestimates the lung volume determination in pts with copd. System uses nitrogen washout method to measure lung volume. Replaced modules and received software upgrade with no change in results.